Event description:
A " replace sensor " error message was reported with use the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. The customer reported experiencing dizziness and subsequently had a seizure. They required third party treatment from a healthcare professional (hcp) and was provided ""a hair test¿ and an unknown serum" as treatment for the diagnosis of hypoglycemia follow up attempts made by customer service to clarify treatment specifics were not responded to by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The glucose sensor (B)(6) has been returned and investigated by abbott diabetes care (adc) engineering team. Visual inspection of the returned sensor patch was performed, and no issues were observed, and the sensor plug was properly seated. Data was extracted and the sensor was found to be in sensor state 6, indicating abnormal termination, with a brownout reset event internally logged (event 21), indicating a temporary drop in source voltage. A brownout reset is attributed to a momentary loss of power in the sensor. The sensor was further investigated and de-cased. Internal visual inspection on the sensor¿s pcba (printed circuit board assembly) was performed and no issues were observed. The battery was removed from the battery holder and salt formation was observed in the crack of the battery gasket between the positive and negative contacts. A salt pattern was also observed on the pcba gold contact. It was determined the cause of the brownout reset was due to a battery seal failure that resulted in a leaky battery. The investigation concluded that the device functioned as intended by terminating due to brownout reset immediately upon initiation of the sensor. Sensor termination due to a brownout reset is intended to cease sensor functionality after a prolonged period of power loss. This is a design feature used to prevent unintended sensor behavior in the event of power recovery. The allegation and probable cause could not be determined. No further actions will be taken by adc at this time. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A " replace sensor " error message was reported with use the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. The customer reported experiencing dizziness and subsequently had a seizure. They required third party treatment from a healthcare professional (hcp) and was provided ""a hair test¿ and an unknown serum" as treatment for the diagnosis of hypoglycemia follow up attempts made by customer service to clarify treatment specifics were not responded to by the customer. There was no report of death or permanent injury associated with this event.